Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4). Visual examination of the complaint device found that the catheter was broken into two pieces; the catheter was also noted to be kinked and stretched. The balloon was visually inspected and no issues were noted to the balloon material. Functional evaluation was unable to be performed due to the catheter being broken. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro xl balloon was used during a stone extraction procedure performed in the common bile duct (cbd) on (B)(6) 2016. According to the complainant, during the procedure, the balloon split. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Investigation results revealed that the catheter was broken in half, therefore this is now an MDR reportable event.